Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were using an 8fr angio-seal device and after the third click the back of the angio-seal device pulled/fell off. The suture and anchor plate were not visible. The doctor stated that the vessel was heavily calcified. The patient was a stroke patient. The estimated blood loss was less than 250cc. Additional information was received on 10nov2020. The doctor confirmed that everything ended up extra vascular. The procedure being performed prior to the use of the angio-seal device was a stroke intervention. An 8fr procedural sheath was used. Difficulties with arterial access, sheath, guidewire, and catheter insertion, initial access was reported as being challenging. Hemostasis was achieved through manual compression. A pre-deployment angiogram was performed. The patient was reported to be in stable condition and was doing well. The bleeding was from the puncture site. All angio-seal components ended up extra vascular.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.